Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the expiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/16/18 phone call, 1/17/18 phone call, 1/18/18 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit was alarming for apnea. There was no reported patient injury.